Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01884 for the first flexiva ID 200 laser fiber and MFR. Report for the second flexiva ID 200 laser fiber laser. It was reported to boston scientific corporation on april 1, 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis 30h laser console. During the procedure, when the physician stepped on the foot pedal, there was no energy coming out from the laser fiber. The aiming beam did not show and a burning smell was noticed. Additionally, the fiber connector felt warm. Another flexiva ID 200 laser fiber was opened and the same exact issue occurred. There was no burn injury to the user or to the patient. The procedure was completed with a third flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.